Event description:
Related manufacturer reference number: 3006705815-2023-02717. It was reported that's ipg was inoperable as programmer displayed the "replace generator" message. In addition, patient had experienced ineffective therapy as one lead had high impedances on all contacts. Surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.